Manufacturer narrative:
Device identifier #: (B)(4). The microsensor was returned for evaluation. Device history record - the unit met all manufacturing quality testing/inspection specifications at the time of distribution. Failure analysis - there was foreign matter found on the sensor area. The sensor was returned inside a drainage tube and the drainage tube had a splice where the liquid might have been trapped. The unit passed electronic, noise, and signal drift functional testing. Based on the analysis conducted, the complaint could not be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor was leaking liquid at 5 cm away from the tip during implantation. The procedure was completed with a replacement product available and the event led to 30 minutes surgical delay.